Event description:
It was reported that the ventilator had a leakage from o2 hose. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator had a leakage from o2 hose. The ventilator was investigated on site by our field service engineer and further investigation revealed that the o2 hose was defective and needed to be replaced. However, despite several reminders, we didn't receive the confirmation of part replacement nor the part returned for investigation. Moreover, device logs were not provided. Therefore, no root cause can be established.